Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The retaining 2.5mm hex driver long (rhl2.5), and two impls tapered scr-v ha 4.7 mm 4.5mm 8mm (tsvwh8) was received for investigation. Visual inspection of the as returned products identified evidence of wear on the driver's tip, as well as stripping of the implants' internal drive features. Functional testing to recreate the reported event could not be performed due to the nature of the device & event device history review (DHR)was completed for the reported part with lot number 63284343 and it was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Also, a complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Complainant reported that the driver used during a surgery stripped the internal hex of the implant. The driver tip is now worn and cannot be used. The product was returned and the reported complaint is confirmed through visual inspection of the returned product. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the driver used during a surgery stripped the internal hex of the implant resulting in damage to the implant and the inability to complete the implant placement surgery.